Event description:
Product extruded from a crack in the barrel of the syringe. There was patient contact, but no injury resulted in the leakage of the product. However, the patient developed erythema and tenderness in the area of the vermilion border of the lip where injection of the product was attempted. The physician approximated that 0.2ml was injected before the crack in the barrel of the syringe was noticed. The physician prescribed a course of oral cipro.